Manufacturer narrative:
This report is being submitted following retrospective review of historical rga returns conducted during quality system remediation. The device may have been returned under the prior rga process, not designating the associated complaint and is no longer available for physical evaluation. A retrospective complaint evaluation and MDR assessment were completed using available information and documentation. Procedures have since been revised to require complaint/MDR screening and appropriate device retention, when complaint returns are received. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user sought to return an ilet system due to nighttime low blood glucose, after initial training and subsequent discontinuation of use; the healthcare provider advised return, and device logs indicated intermittent early non-wear and delayed training start. Symptoms included hypoglycemia during the night. Outcomes included user discontinuation of the ilet without reported medical treatment, hospitalization, or alarm events. Investigation included review of training history and device usage reports. Investigation of this case revealed no device or component malfunction identified, with usage patterns and training delays noted and no alarms or hardware issues reported. It was concluded, based on previously established findings for similar reports, that the cause was unclear.